Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis is pending for this case. No adverse patient effects were reported.

Event description:
Additional information noted that this issue has been previously reported and addressed in report 2124215-2016-16051 under device p107/043055.